Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board and the backplane cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had a kv and overload fault error messages during a case. No pt injury was reported.